Event description:
On (B)(6) 2014 the distributor contacted animas, alleging a display/segments missing issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: investigation could not confirm or duplicate the complaint of segments missing. The pump powered on to the verify screen and there was no indication of any missing segments. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.